Event description:
Per the audiologist, the pt never performed well with the cochlear implant system. Results of an integrity test done in 2007 showed normal receiver/stimulator function. Potential faults were observed on several electrodes and it appeared that the electrode array may have been partially out of the cochlear. Results of an high resolution CT scan (date unreported) showed the electrode tip had doubled back on itself and "entered the vestibulum". The pt's device was explanted 2 months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.